Event description:
The following was obtained through follow up with the home patient (hp) regarding an alarm during therapy on the homechoice (hc) and the hp disconnected his final bag from the cassette, attached a drain line to the bag, then drain the bag into their body in order to receive the medicine. On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were directed by the tsr to turn the hc off in final fill and call their rn. The hp stated that they called their rn but the rn stated that they wouldn't be able to see the hp until the morning. The hp stated that he was hurting so he wanted to get the medicine in his body. The medicine was in the final bag connected to the cassette. The hp stated that he disconnected the final bag and had connected a drain line to it and drained it into his body. This writer told the hp not to do that again because that can cause an infection. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps. Complaint is confirmed because customer reported to get the medicine from final bag in his body so he disconnected the final bag and connected a drain line to it and drained final bag fluid into his body, which is a use error/poor aseptic technique. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.